Event description:
There was reportedly an ink spot or crack issue with the display screen.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/09/2015 with the following findings: there was no crack found on the display. The display had good contrast, was readable and functioning appropriately. The returned battery cap was used to complete the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.